Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer was not able to interrogate non-wireless device unless you put pressure on the connection. Analysis also found the programmer display dropped due to the lower display hinges. The latch tabs were broken off of the power cord bay door. Hard drive and system fan were noisy.

Event description:
It was reported the programmer was unable to interrogate devices. Header was replaced but problem continued. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: r2290 analyzer. (B)(4).